Manufacturer narrative:
Date returned to mfg - june 30, 2020 one used list# 852-011-46104-58, transpac® IV monitoring kit, 72", disposable transducer, 3 ml squeeze flush, macrodrip (pole mount), lot# 4132149 was received for evaluation. The reported complaint of disconnection was confirmed on the returned set. During visual inspection, the 60" pressure tubing was found separated from the male luer and the female luer. The tubing was found tacky on both the ends. The probable cause of the 60" pressure tubing being tacky is due to the tubing not being fully cured during assembly process at ensenada. A representative bond was pulled and the tubing broke near the luer within the specifications. A device history review (DHR) for lot# 4132149 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
The event occurred on an unspecified date and involved a transpac IV monitoring kit that disconnected between the tubing and the 3-way connector. There was no patient involved and no adverse event reported.